Event description:
Provider spoke with (B)(4) in technical services ext 7976 to advise consumer was using the chair when it just shut off and the service indicator light flashes 2 times indicating bad or poor batteries. Provider hung up before any additional information could be obtained.